Event description:
This report is being filed upon notification from our x-ray manufacturer in another country, to submit this event. Problem: this x-ray system had a broken brake for the c-arm angulation which could allow the c-arm to swing when it was tilted slightly off zero degrees.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report wil be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.